Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the coil passed the pretest with the v-grip, but the implant was not detached as the light on the v-grip turned red when the implant was attempted to be detached. As this occurred before the three-minute time limit had been reached, the coil was withdrawn and removed from the patient. During removal, the implant was unintentionally detached, so the implant was pushed with the pusher and placed. It was determined that the v-grip was defective, a new v-grip was used with a new coil to continue the procedure. Subsequently, the procedure was successfully completed. No patient health damage was reported.

Manufacturer narrative:
Items returned for evaluation: pusher, implant, 2x controllers. Items not returned for evaluation: -n/a the visual analysis of the returned device found that the implant was not attached to the pusher, and the proximal connector was bent at the middle section. The implant was returned damaged, deformed, and separated from the pusher. The device was tested with the 4-way continuity test using an in-house v-grip controller, and all tries gave out green lights. The pusher resistance was measured within specification, and the proximal resistance was also measured within specification. The investigation of the pusher found the monofilament with a broken tip, which indicates that the device experienced a tensile break. The returned detachment controllers, were found to function normally. The investigation of the returned coil system found the pusher's proximal connector bent at the middle section, and the implant damaged, deformed, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The unit passed continuity and resistance testing. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged implant and bent pusher, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength. The returned detachment controllers were found to function normally and would not have caused or contributed to the reported non-detachment. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported unintentional detachment.

Event description:
No new information was received.